Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. The device remains implanted.

Event description:
Healthcare professional reported, "visible extravasation of the silicone product in the right retropectoral area. On the upper and posterior side of the right implant".

Manufacturer narrative:
Clarification to h6: health effect - impact code: the device has not been explanted at this time.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Silicone migration: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device.

Event description:
The device has been explanted.